Event description:
It was reported to medtronic minimed that the customer had a crack at the pump. The customer reported no adverse event. The event involved in the product was mmt-1886. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump¿s history and trace files downloaded successfully using thump software. Pump passed self test however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on 01/02/2024 at 12:01:48.000 and at 12:02:35.000. Pump was cut open to perform visual inspection and found¿jammed motor gearbox. The motor was tested outside of the device on the ngp stb3 and received pump error 38 at rewind. The reservoir was inserted in the reservoir tube and the pump didn't rattle when shaken. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case. Cracked keypad overlay, and stained keypad overlay. Alleged cosmetic damage (pump rattles when reservoir is inside the pump) was not confirmed, however, other cosmetic damage confirmed where scratched case. Cracked keypad overlay, and stained keypad overlay was noted. Pump error 38 alarms confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.